Event description:
The patient received a multiple distal interphalangeal fusion surgery using acutrak 2 mini screws. The screws were removed after three weeks due to complications, resulting in fragmentation of the fusion sites.